Manufacturer narrative:
This report is submitted february 23, 2017. (B)(4).

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2017 for the removal of the abutment and a flap revision.